Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's left ventricular lead had chronically high capture thresholds. The lead was capped and replaced on (B)(6) 2020, during a routine device exchange. Physician believed the high capture thresholds were due to poor positioning. Patient was stable post procedure.